Event description:
It was reported that the user experienced hypoglycemia after an ilet-delivered correction for prior hyperglycemia, with alert history indicating a low-glucose alert that the user stated they did not hear; the user was advised to use the bionic circle app to adjust notifications and receive phone alerts. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose and recovery to target range without hospitalization. Investigation included review of device alert history and user counseling on notification configuration. Investigation of this case revealed no device malfunction identified, with the event consistent with treatment-related hypoglycemia following an automated correction and user-reported missed audible alert. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.